Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Event description:
A physician reported to olympus, the gastrointestinal videoscope air/water channel had a blockage during receipt inspection. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with foreign material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, air supply volume did not meet the standard value. In addition to evaluation, due to wear of angle wire, bending angle in up direction did not meet the standard value. Plastic distal end cover was shaved. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.